Event description:
Merz/ulthera received information from a practice on 05-jan-2021 regarding an ulthera adverse event. The reporter alleged, "we have a 67-year-old female patient who underwent full face ultherapy treatment in (B)(6) 2019 with our master aesthetician, (redacted) (who is no longer with the company). The patient feels like she has experienced facial atrophy following her treatment. She has never had cosmetic fillers and has gained about 15 pounds in an effort to regain weight in her face." The practice reported additional information on (B)(6) 2021, stating that the patient was last seen on (B)(6) 2020 and has no additional follow-up appointments scheduled. The reporting physician claimed that the patient has experienced a progressive loss of facial volume over the past year following multiple ultherapy treatments. The patient's history of ultherapy treatments include: full face treatment on (B)(6) 2019, full neck and perioral treatment on (B)(6) 2019, and repeat perioral treatment on (B)(6) 2019. The reporter alleged the patient has been gaining weight in an attempt to increase facial volume; however, this has not helped. The patient has no other medical problems that would attribute to facial atrophy. The practice also reported that the patient "is also experiencing dental malalignment which she is concerned may be related to the ultherapy." Additionally, the patient experienced pain during the treatment and had no symptoms immediately post-treatment. The practice reported that the ulthera equipment performed as intended and no device malfunctions or deficiencies occurred during the treatment. Medwatch mw5100518 was received by merz/ulthera from the FDA on 29-apr-2021. Per the report: "had ulthera treatments at dermatology office with whom I had an over 20 year history. Full face (redacted) 2019, full neck and retreat perioral area (redacted) 2019, deep lip touch up and retreat of perioral area on (redacted) 2019. Side effects: loss of fat and volume in face and neck, face being the worst. Drooping skin on face, hollowed eyes, fat loss from forehead and temples gives skeletal appearance. Have to have face lift with fat injections/graphs to correct. Hyperpigmentation on face, neck and under chin. Will require laser treatments. Upper and lower front teeth, lower being the worst, shifted causing my bite to be misaligned and my teeth to crash into each other while eating. This was noticed a few months after treatment when my teeth began hitting each other. Got progressively worse. Now wearing braces to realign my teeth. At each perioral treatment, the clinician put rolled up gauze pads between my upper lip and my teeth, but not between my lower lip and my teeth. The gauze was placed to stretch out the area above my upper lip for easier treatment. I believe the reason my upper teeth were not affected as badly as my lower is due to the gauze creating a sort of barrier to the sound waves. At each pulse of the wand, upper and lower, I felt a 'zap' in individual teeth. Vision distortion, translucent 'sheet like' floaters in each eye. Exactly same rectangular shape & in exactly the same place in each eye. Distortion was bad enough I couldn't ride mybike or drive safely. Trying to focus on anything gave me headaches. This required vitrectomy surgery for each eye to have clear vision. At each 'zap' of the wand, I could see a flash in my eye. Never did it occur to me that my eye might be damaged by the flash. I also now have dry eye. A 'bruise' appeared between my eyes just below eye brow height. 'Bruise' began not long after treatment, was light, looked almost like a shadow and has grown progressively larger and darker, now approximately 1" square. A vein is near this area." No additional information is available at this time.

Manufacturer narrative:
The reporting physician stated the merz ulthera devices used during treatment on this patient performed as intended and no device deficiencies or malfunctions occurred during any of the three treatments. No device serial number information was provided despite attempts on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The treatment practice's account was searched within the merz equipment master to identify the most recent ulthera control unit shipped to this account, and revealed ulthera control unit 16b082805r was the most recent. Although it cannot be confirmed this was the actual device used during the reported treatments, this device was used for investigation. A review of the service history for this device revealed it was returned once for service; however, there were not finding s that could have contributed to this event. A review of this control unit's device history record revealed one deviation during the manufacturing of this device; however, this deviation would not have contributed to this adverse event. There were no non-conformances or rework associated wit the manufacture of this device, and all required testing was passed prior to distribution. A review of the ulthera patient complaint trend analysis for the reported issues of fat/volume loss, tenderness/soreness/pain/sensitivity to touch, palsy/paresis, bruise, discoloration, headache, and vision effects revealed that the trends on all issues are within allowable limits and will continue to be monitored. The investigation found no evidence of malfunction with this merz/ulthera device, and it is not confirmed if a merz/ulthera device caused or contributed to this event. However, this event was deemed serious as the reported patient issues have allegedly worsened after one year post-treatment, and a contributory role could not be excluded. No further information is available for this event at this time. If additional information is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, injured vessel (vascular injury), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Citation: zein et al. Plast aesthet res 2020;7:44, doi: 10.20517/2347-9264.2020.133.

Event description:
This is a literature report aimed to outline several complications all providers should recognize, and discusses strategies for their prevention and management. This literature report from united states of america concerns a (B)(6) female patient. She was injected with radiesse®, into the zygoma, for midface augmentation. Hours after the treatment with radiesse®, the patient experienced pain, redness and swelling on the left cheek. The patient came to the authors care two days later. The patient had erythema and a dusky appearance to the skin in the distribution of the infraorbital artery and facial artery. It was further described as early on, the skin took[ on a blanched then mottled and dusky appearance in the distribution of the injured vessel. The patient developed pustules and sloughing the following day. She was treated with aspirin, topical nitro-glycerine, oral prednisone, intradermal sodium thiosulfate, hyperbaric oxygen and manual debridement with gradual improvement in tissue perfusion over two weeks and minimal scar tissue build up. Due to the provided information the outcome of the event injured vessel was considered as resolving and for the event minimal scar tissue build up was reported. In the opinion of the authors, vascular injury can cause a range of complications. Early signs that an artery has been punctured include the appearance of blood upon aspiration, formation of a hematoma, skin blanching or discoloration, and intense pain at the injection site. If not promptly recognized, continued injection after intra-arterial cannulation can lead to vascular occlusion resulting in skin necrosis or worse, vision loss. Severe adverse events can be avoided with safe injection technique, early recognition of symptoms and a thorough knowledge of the local anatomy.